Event description:
Product failure with a bard touchless plus unisex pre lubricated urethral catheter kit product. This was reported to company and samples submitted ---- no response. The insertion of catheter kinked that caused pain, discomfort and bleeding. This could also cause infection. Single use catheter up to seven times daily.